Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that after the attachment device was locked into the small battery drive device the attachment device was releasing from the small battery drive device by itself when the device was working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis.if information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the attachment device and it was determined that the device failed visual inspection due to the loose housing of the device. During the assessment it was found attachment started to separate came loose during testing. Due to this not all the tests could be performed. The device was only in use for about 3 months. Due to this it was handed over to quality operation for further assessment. It was further determined that the device failed pretest for general condition, check range of the locking mechanism, and check frequency with the frequency meter. A review of the device history was performed and no non-conformances were detected related to the reported condition. Based on the DHR review and visual inspection, the following conclusions can be made: since traces of glue could be detected on the coupling-pin a manufacturing error cannot be confirmed. The described failure by the customer was confirmed. However, the assignable root cause was not determined.